Event description:
P027 (rash or skin irritation or bruising). A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as patient has broken ribs and lv is causing pain feels like a pinched nerve. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.